Event description:
Neurosurgeon advanced guidewire and coil into position of unruptured left ica aneurysm. While attempting to rotate guidewire for coil placement into unruptured aneurysm neurosurgeon encountered difficulty in rotating the guidewire, noting a kink in the guidewire. Neurosurgeon unable to deploy the coil via use of the pipeline plunger and also unable to retrieve/extract the guidewire and coil. Intraoperatively neurosurgeon made telephone contact with manufacturer for advice. Instructions given by manufacturer were unsuccessful in correcting the conditions and the decision was made to sever the guidewire and coil and retain them in the pt. The following day the pt's condition showed deterioration with a CT confirming interval development of parenchymal hemorrhage with in left basal ganglia along with diffuse sah. Cerebral angiogram, stent coil left ica ruptured aneurysm, rt evd. On (B)(6) - pt developing cerebral ischemia and possible transtentorial herniation. As a result of hemorrhage, the pt developed cerebral edema requiring a craniectomy. The pt later died.